Event description:
It was reported that the patient with this pacemaker system stated that their remote communicator triggered a red call doctor alert. Additional information was received that high out of range impedance measurements were observed on this right atrial (ra) lead. No adverse patient effects were reported. This device system remains in service.